Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy, the device broke inside the knee, although no force was applied. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-8400td serial/batch (B)(6) was returned for investigation. The returned device was visually inspected and noted that the inner tube torpedo window was broken off. Only half of the tip is still attached to the tube. After disassembling the device, it was noted that the outer tube tip window had nicks and scratches inside the tube. No functional test for this device with a broken tip. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device. Per dfu-0215-eor1_fmt_en. F. Precautions. 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device.